Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had multiple scratches on the display screen customer¿s blood glucose was 180 mg/dl at the time of incident. Customer stated that they were not able to read the information on the screen. Troubleshooting was performed. The insulin pump will not be returned for analysis.